Manufacturer narrative:
Investigation summary received one (1) used list# ch-14, chemoclave® vented bag spike; lot# unknown. The filter was observed to have a wetted-out filter. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed on the filter. The probable cause is from the temporary loss of hydrophobic properties. A device history record review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a chemoclave® vented bag spike where they reported that during infusion, paclitaxel leaked from air-vent. Only one (1) device was affected per the complaint. There was patient involvement reported and no patient harm/adverse event reported. There was no delay in critical therapy.